Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus) cuff due to sizing issues and the patient's urinary incontinence returning. The 3.5cm cuff was replaced with a 4.0cm cuff. No patient complications were reported and the patient was expected to fully recover.